Manufacturer narrative:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(6) 2018. (B)(4).

Manufacturer narrative:
(B)(4). Pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and no unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart alarm test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify design dissatisfaction, lost sensor alarm and weak signal alarm due to buttons not responding.

Event description:
The customer reported via phone call that they experienced the low blood glucose. The customer reported that the insulin pump had weak signal and lost sensor. Customer's blood glucose value was 174 mg/dl. The customer¿s other blood glucose level was 127, 124 mg/dl. Customer stated insulin pump there were no pressure. The insulin pump will not be returned for analysis.